Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center manager reported sporadic overcorrections, observed four months post lasik treatment. Information received showed 7 patients were involved. There are 13 reports associated with this event. This report references the sixth patient's right eye. Another manufacturers report will be filed for the fellow eye. Additional information has been requested.